Manufacturer narrative:
The associated conical tap was not returned for evaluation. A clinical evaluation noted that all documents provided as of this date have been reviewed and considered and unless noted do not identify a root cause or contribute to the clinical investigation. Therefore based on insufficient relevant information, no further clinical assessment is warranted. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should the devices or additional information be received, the complaint will be reopened.

Event description:
It was reported that the surgeon broke the tip of the instrument in the femur and was unable to remove it.